Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') and vaginal cellulitis ('possible cuff cellulitis') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, benign ovarian cyst, perineal pain, iron deficiency anemia, hypermenorrhea, irregular menstrual cycle, uterine fibroid and constipation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain , left abdominal pain"). On (B)(6) -2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. In (B)(6) 2018, the patient experienced vaginal cellulitis (seriousness criterion medically significant) and post procedural fever ("postop fever"). On an unknown date, the patient experienced insomnia ("trouble sleeping"), pelvic pain ("pelvic pain female"), arthralgia ("hip pain"), back pain ("lower back pain/back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal cellulitis, anxiety, allergy to metals, post procedural fever, abdominal pain lower, abdominal pain, metrorrhagia and migraine outcome was unknown and the hot flush, mood swings, night sweats, insomnia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, pelvic pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hot flush, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, night sweats, pelvic pain, post procedural fever, vaginal cellulitis and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011: essure was placed on both side. (B)(6) 2012:failed occlusion of the right tube, status post essure pocedure, so new essure was placed. (B)(6) 2018: uterus and tubes removed through the vagina. Plaintiff received treatment for pain, bleeding, migration, perforation, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: micro inserts in the fallopian tubes project in normal position. The fallopian tubes are demonstrated as occluded on this study. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea, dyspareunia, fibroids and postoperative fever most recent follow-up information incorporated above includes: on(B)(6) 2020: this case found to be duplicate of case 2018-205509, hence this case 2018-231487 should be deleted from argus central. All information was transferred to retention case 2018-205509. Reference details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') and vaginal cellulitis ('possible cuff cellulitis') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, benign ovarian cyst, perineal pain, iron deficiency anemia, hypermenorrhea, irregular menstrual cycle, uterine fibroid and constipation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain , left abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. In (B)(6) 2018, the patient experienced vaginal cellulitis (seriousness criterion medically significant) and post procedural fever ("postop fever"). On an unknown date, the patient experienced insomnia ("trouble sleeping"), pelvic pain ("pelvic pain female"), arthralgia ("hip pain"), back pain ("lower back pain/back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal cellulitis, anxiety, allergy to metals, post procedural fever, abdominal pain lower, abdominal pain, metrorrhagia and migraine outcome was unknown and the hot flush, mood swings, night sweats, insomnia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, pelvic pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hot flush, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, night sweats, pelvic pain, post procedural fever, vaginal cellulitis and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011: essure was placed on both side. On (B)(6) 2012:failed occlusion of the right tube, status post essure pocedure, so new essure was placed. On (B)(6) 2018: uterus and tubes removed through the vagina. Plaintiff received treatment for pain, bleeding, migration, perforation, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: micro inserts in the fallopian tubes project in normal position. The fallopian tubes are demonstrated as occluded on this study. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea, dyspareunia, fibroids and postoperative fever. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Events: abdominal pain, metrorrhagia (bleeding b/w periods) and migraine added. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: pelvis/ perforation: tube/expelled essure into pelvis') and vaginal cellulitis ('possible cuff cellulitis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, benign ovarian cyst, perineal pain, iron deficiency anemia, hypermenorrhea, irregular menstrual cycle, uterine fibroid and constipation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain , left abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. In (B)(6) 2018, the patient experienced vaginal cellulitis (seriousness criterion medically significant) and post procedural fever ("postop fever"). On an unknown date, the patient experienced insomnia ("trouble sleeping"), pelvic pain ("pelvic pain female"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal cellulitis, anxiety, allergy to metals, post procedural fever and abdominal pain lower outcome was unknown and the hot flush, mood swings, night sweats, insomnia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, pelvic pain, arthralgia and back pain had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hot flush, insomnia, menorrhagia, mood swings, night sweats, pelvic pain, post procedural fever, vaginal cellulitis and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011: essure was placed on both side. (B)(6) 2012: failed occlusion of the right tube, status post essure procedure, so new essure was placed. (B)(6) 2018: uterus and tubes removed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: micro inserts in the fallopian tubes project in normal position. The fallopian tubes are demonstrated as occluded on this study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea, dyspareunia, fibroids, postoperative fever most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Reporters information updated. Event: injury were updated to hormonal changes describe: hot flashes, mood swings, night sweats, trouble sleeping, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), anxiety, migration of essure device location of device: pelvis/perforation :tube, nickel allergy, dyspareunia (painful sexual intercourse), pain: pelvic, abdomen , hip, lower back , fatigue, postop fever, possible cuff cellulitis were added, medical history , lab data were added. Event outcome were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.